Event description:
It was reported that the expiration date was not on the bd insulin syringe with the bd micro-fine¿ needle box. The following information was provided by the initial reporter: "adult child of consumer called to inquire about expiration date on syringes. Expiration date is not on the box".

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: na. The customer's address is unknown. (B)(6) USA has been used as a default. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. Due to this batch being manufactured in 2010 and files are retained for 7 years, no DHR review can be completed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being manufactured in 2010, files are retained for 7 years, no DHR can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.